Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked case near the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was asked to return the pump for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.